Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: (expiration date: 06/2026). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of an ultrasound guided drainage catheter placement procedure, the length of trocar needle was allegedly longer than catheter. The procedure was completed by using another device. There was no patient contact.

Event description:
It was reported that prior to an ultrasound guided abscess drainage catheter placement procedure, the length of trocar needle was allegedly longer than catheter too much. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows the trocar needle protruding from the catheter. However, the investigation is inconclusive for the reported the length of the trocar needle was longer than the catheter as the provided photo was not sufficient enough to confirm the reported defective component issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.